Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood and contrast visible in the guide wire lumen, inflation lumen, and loosely folded balloon, consistent with preparation and a rupture while in the patient anatomy. A new indeflator was used in an attempt to pressurize the catheter when fluid leaked from a pinhole in the middle of the balloon. There were no scratches noted. Scanning electron microscopy analysis determined the rupture may be attributed to mechanical damage to the outer surface. Balloon rupture can be affected by numerous factors including, but is not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, it was reported that no leaks were noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the moderately calcified lesion, such that the balloon ruptured upon inflation at 8 atm which is below the rated burst pressure. Additionally, it was reported that the mini trek was used in the chronic totally occluded peroneal artery. It should be noted the mini trek instructions for use states: the trek otw and mini trek otw coronary dilatation catheter is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion. It is unknown how the use of the mini trek catheter in the unintended anatomy may have contributed to the reported balloon rupture. Analysis noted the inner member was collapsed between the balloon markers. Inner member collapse can occur if a guide wire is not inserted into the guide wire lumen during inflation or during preparation for use. It is possible that the noted inner member collapse occurred during the return analysis of the device as this was not reported with the case details. The reported balloon rupture appears to be related to the operational context of the procedure. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Event description:
It was reported that during a procedure of a chronic totally occluded, calcified peroneal artery, the mini trek balloon was being inflated the first time at 8 atmosphere (atm) and the balloon ruptured. There was no reported patient effect. A fox sv balloon was used in the procedure. Though requested, no additional information provided.